Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device to the specification, fold crease, a deformation, and brown particles. A cloudy color and bubbles were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process, and no openings or issues related to the report of ruptured device were observed.

Event description:
Healthcare professional additionally reported "creases."